Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received motor error alarm. The customer¿s blood glucose level was 68 mg/dl. The customer reported that the insulin pump received no delivery alarm after changing set. The customer also reported low blood glucose level which was because the customer gave himself manual injection and the customer treated low blood glucose level by giving carbohydrate and declined troubleshooting for low blood glucose level as the customer knew why the blood glucose level was low. The insulin pump will not be returned for analysis.